Manufacturer narrative:
Still under investigation.

Event description:
Pt had aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed. Final angiogram following ballooning did not reveal a proximal or distal endoleak, but pt continued to have pulsating mass in abdomen. Pt initially did well but approx 48 hours post-op, pt complained of abdominal pain and when the rn returned with pain medication, she found pt arrested. Pt was resuscitated with six units whole blood and levophed with questionable return of blood pressure. Pt was returned to or sometime during resuscitation and opened. The physician said there was blood stained ascites and a large retroperitoneal hematoma extending from the hepatic flexure to pelvis and a linear tear in the aneurysm sac. The aneurysm was clamped below renals and the zenith device removed. The plan was to repair the pt open but pt had expired. There was a question as to the pt's status when he was taken to or and the cause of rupture is undetermined at this point.